Event description:
During a review of the pump's event history by (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery set, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with depleted battery set was discovered and confirmed in the pump's event history by a baxter service technician. This root cause was determined to be depleted main batteries. The main batteries and harness were replaced to correct this condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.